Manufacturer narrative:
If implanted/explanted give date: not applicable, as the lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into the patient's right eye, the inserter plunger scratched the central part of optic. The lens was inserted and removed. An incision enlargement was required during the removal procedure. There was no suture required and no further complication. The replacement lens was non-johnson & johnson surgical vision, inc. Iol. There was no patient injury and the patient was reported as doing good when discharged. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.